Event description:
Shortly after breast augmentation, I began to have a wide range of symptoms that have worsened exponentially over the past 9 years. Before implanting, I was healthy, strong and active. As time goes, the list of symptoms continues to grow and become more debilitating. Symptoms are as follows: pain in breasts, fatigue, intolerance to heat which causes me to become nauseous, dizzy, and have diarrhea. I experience lightheadedness, vertigo, ringing in the ears, chronic sinus infections, extreme sensitivity to sound, light and smells, severe and chronic migraines, gastrointestinal problems (diarrhea, gas, stomach pain, bloating), severe anxiety, joint pain, fibromyalgia symptoms, insomnia, severe brain fog including: memory problems, difficulty, concentrating, difficulty finding my words, etc. Gallbladder disease, loss of libido, yeast infections, heart palpitations, dry skin and food intolerances.